Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that autogloss would leak when the blade retracted from the piercing cap of the unicel dxc 600 synchron system. Customer attempted to resolve the issue by changing the blade, but the issue persisted. Customer contained and cleaned the spill. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. While inspecting the instrument, the field service engineer (fse) found that the closed tube sampling (cts) valve was not functioning and that the drain line was blocked. The valve was clogged with pieces of wick and cap fragments. The fse removed and replaced the 3-way waste solenoid valve to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.